Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead had a history of low pacing impedance. The patient was asymptomatic to the event. The lead was capped and replaced during routine device change out procedure on (B)(6) 2016. The patient was awake and alert post procedure and was discharged the same day and returned to the clinic for one week post procedure wound check.